Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed that at this time, it is unclear whether there is premature depletion. Patient will be monitored, and the data will be reviewed again in two months. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned subcutaneous implantable cardioverter defibrillator (s-ICD) was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed that at this time, it is unclear whether there is premature depletion. Patient will be monitored, and the data will be reviewed again in two months. The device was explanted and successfully replaced. The device has been returned and was analyzed. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed that at this time, it is unclear whether there is premature depletion. Patient will be monitored, and the data will be reviewed again in two months. The device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields:b1 adverse event/product problemb2 outcomes attrib to adv eventb5 describe event or problemd6b explant dateh1 type of reportable event